Manufacturer narrative:
Product analysis: the hawkone device and cutter driver were returned for analysis. No ancillary devices from the procedure were received for evaluation. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device was received with the housing/tip broken adjacent to anchor pockets but not fully detached. Due to the condition of the returned device no functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device during a procedure to treat a plaque lesion in the patient¿s distal superficial femoral artery (sfa). Moderate vessel tortuosity and calcification are reported. Lesion exhibited 95% stenosis. IFU was followed. Vessel pre-dilation was not performed. It is reported that during the procedure, the device became unable to pack. It appeared as if there was something caught in the cutter window which prevented the device from packing all the way. The device was safely removed from the patient with the cutter barely inside the housing and the procedure was completed by pta. No patient injury reported.